Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit. The iab was checked but same alarm was generated. The iab was changed to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Evaluation: the iab was returned with the membrane completely unfolded. The extender tubing was also returned. No blood was visible on the returned products. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane at the same location side by side approximately 20.6cm from the rear seal and both measuring 0.051cm in length. The reported problem was most likely triggered by the leaks which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint# (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iab circuit. The iab was checked but same alarm was generated. The iab was changed to continue therapy. There was no reported injury to the patient.